Manufacturer narrative:
(B)(4). This report was filed by the MFR. The device has been rec'd but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.

Event description:
Customer reported that a nurse went into a pt room and found the tubing leaking below the pump. The tubing was changed out. There was no pt harm and no medical intervention was required. Customer stated that no further pt or event info is available.